Event description:
A high reading issue was reported on the adc device. A caller reported that an unspecified high scan was received on the sensor when compared to a built-in meter. As a result, the customer experienced symptoms of drowsiness, sweating, and confusion, and was unable to self-treat. The customer was provided ¿2 glasses of orange juice, 1 speculoos, 2 tablespoons of jam¿ by the wife, and ¿10 coffee spoons glucose, 2 teaspoons jam, 1 piece of sugar, and pasta¿ was provided by the firefighters as a treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. The customer additionally reported a sensor reading of 74 mg/dl compared to a built-in mete reading of 42 mg/dl. When the results were plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.